Event description:
On (B)(6) 2012, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an unrecalled error issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on (B)(6) 2012, at 8 pm. She stated that her husband manages his diabetes with insulin (self adjuster) and due to the alleged issue she denied that the patient made any changes to his usual diabetes management routine. The patient's wife claimed that immediately after the alleged issue started he was sweaty and shaky. In response to his symptoms, on (B)(6) 2012 at 8 pm, she reportedly treated him with a glucagon injection. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.